Manufacturer narrative:
Continuation of medical devices: product ID 3093-28 lot# va0e03x, implanted: (B)(6) 2014, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 11-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient was not getting good therapy since implant and the device made her right foot cramped up to the point where it was painful, so she had turned the ins off because it wasn¿t helping with her symptoms. The patient reported she had a lead revision around (B)(6) 2017, which did not resolve the issues. It was reported the patient¿s ins had poor communication with the programmer since last week. The programmer wouldn¿t sync with the ins because when attempted the poor communication screen was seen. Troubleshooting included confirming the antenna was secure and syncing with the ins but the poor communication was not resolved. The repair department sent a replacement programmer to determine whether that would resolve this issue. Patient services reviewed that poor communication with and without antenna could indicate end of service. The patient was asked to have the device checked regarding battery life, and stated the implant was checked last year and patient was told that she had 75% battery life left so she didn¿t think the ins battery was dead. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.